Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before using two (2) bd vacutainer® sst¿ blood collection tubes, the customer noticed that the tube cap was broken. No patient or user impact reported.

Event description:
It was reported that before using two (2) bd vacutainer® sst¿ blood collection tubes, the customer noticed that the tube cap was broken. No patient or user impact reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. Therefore 10 retained samples were tested for brittleness, and all passed without failure. Additionally, 30 retained samples were visually inspected for damages, and all were found to be without defects. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: broken-before use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.